Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had gone into threshold suspend last week after the device had alerted the customer of going low, and he treated with glucose tablets after the insulin pump had suspended. The customer passed out and was lying on the ground and does not remember anything. While the doctor was checking him, he intended to have the doctor check the injuries to knee, ribs, and head. The customer stated that he forgot to set his insulin pump to a lower basal rate since he did not eat his dinner. The customer was assisted by the family practice doctor. No further information was provided.